Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/17/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number an5062 / 8424t, and no non-conformances related to the reported complaint condition were identified additional information: d9, h6 additional h3 investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one an opened sample of product code 8424t was received for evaluation. The product code is single-armed and the swage and attachment area was noted to be as expected and marks by use of a surgical instrument could be noted. During the visual inspection of the suture, there is enough impression and insertion at the swaged needle on the suture end. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. (B)(4). Date sent to the FDA: 5/17/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was being done when the pull off occurred? (E.g. Removal from package, during passage through tissue, during tying, etc.) What tissue was being approximated or sutured when the pull off occurred? Were there any patient consequences? Did the needle fell into the patient? If yes, was it retrieved during the same procedure?

Event description:
It was reported that a patient underwent a plastic surgery on (B)(6) 2021 and suture was used. During the surgery, the thread detached of the needle, to continue the procedure another similar product was used. No adverse patient consequences were reported. Additional information was requested.